Event description:
A report was received that the patient's ipg came out of the skin. The patient had a previous revision due to infection (MFR report #: 3006630150-2012-01824) and the physician stated that the patient was morbidly obese that there was no way to anchor the ipg. The patient underwent another revision wherein the ipg was relocated. The patient was doing well following the procedure.